Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia - (idvt) procedure with a qdot micro catheter and suffered a cardiac tamponade which required a pericardiocentesis. The report indicated that the patient had a pericardial effusion (pe) of the right ventricular outflow tract (rvot) during the procedure. The patient had a sweaty head and said they felt nauseous. They confirmed the pericardial effusion using intracardiac echocardiography (ice). Pericardiocentesis was performed on the patient, and 200ml of blood was drained. The last known status of the patient was stable and on the way to outpatient. The products in the body at the time of the event were a reprocessed innovative health soundstar catheter, qdot micro catheter and vizigo sheath. Additional information was received. The physician¿s opinion on the cause of this adverse event was thin rvot wall. No transseptal puncture site was performed during the procedure. Retrograde access into left ventricular outflow tract (lvot). Prior to noting the pe, ablation was performed. No evidence of steam pop. The event occurred during ablation for a pvc in lvot. The doctor wanted to sandwich in the rvot. After ablation of rvot, the patient reported a sweaty forehead and they checked for an effusion. The flow setting was standard qdot irrigation for qmode ablation. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages were observed on biosense webster equipment during the procedure. The visitag module parameters used for stability were standard force settings 3, 2, 25%, and 3. No 14. No additional filter was used with the visitag. The color option prospectively used was impedance drop.